Event description:
Additional information was received, it was reported the needle in the kit was not long enough for the procedure. The manufacturer representative (rep) gave the physician an alternative to use curved needles, however they refused. The physician used the expires 6 inch needle. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 355028 lot# hg4uvfa: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 355028 (hg4uvfa); product type: 0001-accessory; implant date n/a; explant date n/a b3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported they were given product by an employee for a case the same day. Leading up to the case, rep did not look at the expiration date on the product they were given. The product was only needed if the current needle in the lead kit was too short for access. When the doctor asked rep for the 6 inch needles, rep then noticed that they expired in november 2024. Rep made the physician and staff aware of the expired product. Rep gave them the option of a curved 6 inch access needle which they declined. The physician insisted on still using the expired access needles. Therefore, they used 2 expired (B)(6) during the procedure. Rep noted the issue was resolved and the needles were discarded.